Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed full functionality, stress testing and multiple power cycles with no discrepancies found. The device appropriately displayed low battery and shut down warnings during testing. An internal inspection found no discrepancies that would contribute to the customer's report. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powered on continuously for 3 hours without any activity until a low battery warning is logged. A second low battery warning was seen approximately 30 minutes later followed by a shutdown warning. The device appears to power off 20 seconds after the shutdown warning message. The battery log confirms that this battery showed depleting capacity over the case duration. The logs show that the battery was fully depleted and the device performed to specification by warning the user with low battery warnings, shutdown warnings and a high pitched beep when the button was held down as described by the user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.